Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor unpacked the catheter for placement and injected heparin saline priming to check the function of the catheter while it was not implanted yet, the doctor found that the blue return end of the catheter (at the luer adapter and catheter connections) was damaged/cracked, there was leak at the luer adapter and catheter connections. The product was replaced on the same day and the procedure was completed. Nothing unusual observed prior to flushing aside from the reported issue, no other products being utilized with the device, and no excessive force use in taking out the device from the packaging. No damage noted on the device packaging, no damage on the box that the device came in, and no damage on the sterile barrier. The catheter was not repaired, no cleaning agent used, tego was not utilized, and no instrument used to loosen or tighten the device. There was no patient injury.